Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to an alternate insulin delivery method using multiple daily injections (mdi) while waiting for a replacement pump.